Event description:
Facility reports that while transferring a pt using a viking m mobile ift that the strap of the sling came off the sling bar as the pt was being lifted. When the sling strap came off the sling bar, the pt fell back, hitting her head on the base of the pt lift. The pt needed five staples in her head due to the accident.

Manufacturer narrative:
Properly used, sling loops will not come off the hook as described. User guides are clear in instruction as to the proper and safe use of the product. It is strongly recommended the lift operators be retrained with special attention towards the attachment of the clips and straps being under tension before lifting.